Event description:
It was found during the investigation of a returned pump that alarm fall out latch won't toggle error was replicated upon powering the device. Additionally, water spills observed on lcd display during pre-test. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. Water spills were observed on lcd display and ingression observed on main board. Functional testing was performed. The power up test failed and unable to check motor odometer as pump displaying an error code. The allegation made by the complainant was confirmed. The probable root cause of the reported problem is due to water getting inside the device impacting multiple components and pogo pin silicone tubes missing on all three battery pins. The device passed all functional testing after repair.